Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect, which is expected to have been present whilst implanted. Damages found during investigation are attributable to the removal surgery. Based on the received information, the electrode lead extruded into the ear canal, reportedly as a consequence of an ongoing infection. No information is pointing towards the device having caused or contributed to the infection, whose onset developed years after implantation and review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Further, the transcanal surgical approach performed at implantation is known to bear a higher risk of electrode extrusion in the auditory canal. This is a final report.

Event description:
The electrode could be seen in the ear canal due to infection. Reportedly the infection started at the end (B)(6)2017. As per the doctor it was a staph infection; no relevant medical history is known for the patient. No swab was taken from the wound. The patient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode can be seen in the ear canal due to infection. Reportedly the infection started recently. The patient has been re-implanted.